Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypotension (decreased blood pressure) appears to be related to a left-to-right shunt in the atrial septum. The reported mitral stenosis, associated with a final pressure gradient of 7.5 mmhg, appears to be related to change in patient hemodynamics after clip implantation. The reported patient effects of mitral stenosis and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and frail anterior leaflet for a mitraclip procedure. After grasping of both leaflets, including the anterior leaflet frail lesion with an xtw, the mitral pressure gradient increased to 8.2 mmhg. Considering the patient's condition and treatment goals, it was decided to leave the xtw in place. Later, when the sgc was removed, the blood pressure decreased. A left-to-right (l-r) shunt was found in the atrial septum, and an atrial septal defect (asd) occluder was placed. After placement of the asd occluder, the final pressure difference was 7.5 mmhg. Per the physician, the occurrence of l-r shunts largely depends on the patient's original pathological background. It is impossible to check the symptoms of the elevated gradient because of general anesthesia, and decrease in blood pressure was only observed on the monitor. No additional information was provided.

Manufacturer narrative:
The sgc/ l-r shunt mentioned in b5 is filed under a separate medwatch report.